Manufacturer narrative:
The device was not received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: "the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area)." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that a general anesthesia carotid endarterectomy procedure was in progress. The shunt was prepared and checked prior to use, with no issues identified during preparation. Upon attempted insertion into the internal carotid artery and inflation of the balloon, the white safety balloon was observed to leak fluid. The shunt was removed and replaced with a new device. During the time required to obtain and prepare the replacement shunt, the patient experienced an additional four minutes of carotid clamping. During this period, a rapid decrease in cerebral oxygen saturation (invos) was observed. Following insertion and opening of the replacement shunt, invos readings returned to baseline. No immediate postoperative concerns were reported.